Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a hard time finding the right spot to charge the ins. It was noted that the patient initially had difficulty finding the right spot but then got good at it. However, since the patient reset the insr (see related pe), they started having trouble again. No patient complications/symptoms were reported. Follow-up was conducted.